Manufacturer narrative:
One cadd ms3 pump was returned for analysis. During investigation the customer's stated problem was verified. According to the investigation the device displayed error 112, which is faulty motor that caused the error. Service will replace the pump faulty motor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received that during bench testing of this smiths medical cadd ms3 pump, the pump exhibited "system fault". It was reported that there was no patient involvement.